Manufacturer narrative:
(B)(4). Although requested, device has not been received. No product return is expected and no malfunction of the device was alleged. The root cause of the reported experience was identified by the customer to be due to the patient tampering with the device.

Event description:
Customer reported that an infusion of blood thinner was running. When the nurse left the room the patient who was reportedly mentally challenged turned off the pump, opened the door, opened the tubing clamp and infused himself with all of the medication. The pump was not turned on and did not alarm. The patient was sent to a higher level of care and received an antidote. The patient returned to the original unit less than 3 hours later. No issues found with the pump or tubing. Pump as not sequestered. Customer stated that no additional event or patient information is available.